Manufacturer narrative:
The atrial lead remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific crm received information that one day post implant, this atrial lead had dislodged. The lead dislodgement was confirmed by chest x-ray and device interrogation. A revision procedure was performed; the lead was successfully repositioned and remains implanted with normal measurements. No adverse patient effects reported.